Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4)

Event description:
It was reported that the spring of the device broke during surgery. No injury to patient or third party reported.

Manufacturer narrative:
Presumably, a part that does not fit the needle holder was grasped during use and an attempt was made to hold it, causing the spring to break at the weld seam due to overloading. The event is filed under internal karl storz complaint ID: (B)(4).